Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the original investigation report copied from (B)(4). The complaint states it was reported that there was a revision of mitch head. A complaints search and review of manufacturing records did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records alleges metal debris and soft tissue reaction. Doi: (B)(6) 2009. Dor: (B)(6) 2016; left hip.